Event description:
It was reported that the high-pressure tubing was directly connected to the pt catheter. During power injection of contrast media at 1200 psi, the "outer shell" of the rotating collar of the high-pressure tubing broke and completely "disengaged" from the pt's catheter. This resulted in a "delay" of the unspecified diagnostic test, which was resumed and completed using new high-pressure tubing. Pre customer contact, the amount of bleed back was "not significant". There were no reports of eye exposure to the contrast media. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.